Event description:
The manufacturer received information alleging a ventilator "froze up" while updating the firmware. There was no harm or injury reported. The manufacturer is currently investigating this issue and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator "froze up" while updating the firmware. There was no harm or injury reported. The device's software was reloaded by the reporting facility to address the issue.